Event description:
It was reported an issue with manipler skinstapler. The client reported that the skin stapler did not do well the staple pressure, so it did not tighten the wound well. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: (see pictures in attached report) there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. Investigation of returned items: 1 package-opened sample (sample a) was returned from the customer. Sample a was e.o.g. Sterilized in-house before investigation. Reference sample of same production lot (sample b) was investigated too. Investigation result of sample a: 2 staples remained in sample a. There was no issue with the arrangement of the staples. The latch of the stapler was not detached. Stains, likely bodily fluids, were found near the stapler's ejection port. No other abnormalities were found in sample a. Investigation result of sample b: 36 staples remained in sample b. There was no issue with the arrangement of the staples. The latch of the stapler was not detached. No scratches and stains were found. No abnormalities were found in sample b. Verification of reproducibility and confirmation of the complaint details. Sample a had few staples left, so reproducibility could not be confirmed. Therefore, the complaint's reproducibility was verified using sample b. 3 times dry-stapling and 3 times stapling at urethane were done by sample b without any issues. Verification result of sample a: visual inspection. Upon disassembling sample a and closely inspecting the parts, it was found that stains, likely bodily fluids, spread from the ejection port across the entire ram and were widely attached to the ram sliding area of the cartridge. No other abnormalities were found at the parts that were extracted. Verification result of sample b: visual inspection. Upon disassembling the retained sample and closely inspecting the parts, no abnormalities were observed in the components mentioned. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils b. Braun surgical requirements. Conclusion root cause analysis: possible causes of the complaint speculation on the issue that occurred with the complained item based on the complaint details and the presence of bodily fluid stains on the returned item, it is possible that a molding defect occurred, preventing the staple from closing the wound. As another possible reason, it is speculated that the staple formation was inhibited due to the method of use. For example, it could be that the trigger was not fully squeezed, the skin was not brought together, or there were too few staples to close the wound. Possible causes leading to the complaint phenomenon include not fully squeezing the trigger during use, not bringing the skin together, and having too few staples. Final conclusion: based on the results of the complaint investigation, no abnormalities were found in sample a, and the complaint phenomenon could not be reproduced. Therefore, it is concluded that the returned item was in good condition. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.